Event description:
It was reported that the patient presented to ER with complaints of abdominal spasms. No lead issues were seen via x-ray. The patient later reported receiving a shock from the device. Stored egms confirmed vt detection due to oversensing. X-ray confirmed dislodgement of atrial and ventricular leads due to twiddlers syndrome. The leads were explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.